Event description:
It was reported to medtronic minimed that the customer reported simplera sensor cannot be pair to the pump. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed and confirmed customer being unable to pair sensor with pump. Pump and sensor would not pair after troubleshooting. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. Product return for mmt-5120d1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received one opened/used simplera sensor along with simplera serter and performed a visual inspection of the sensor flex for any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to advertise through (the blue dongle download station utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination results. No communication anomalies found during downloading. The download trace shows sensor data information but only for a short time due to sensor was removed in summary the customer complaint of no communication between pump and simplera sensor was not confirmed. Sensor passed per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.